Event description:
It was reported the patient was seated in the ih6074a/ih61 reclining transport chair when the reclining mechanism broke and came through the chair. The patient sustained a laceration on her leg as a result. The patient presented to the emergency room to have the laceration treated.